Event description:
It was reported that the insulin pump alarmed prime alarm. Customer's mother stated that the blood glucose reading is 93 mg/dl. The drive support cap is protruded. Advised the caller that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump received with motor error alarms during rewind due to motor encoder signal out of phase. Unable to perform prime test due to excessive motor error alarms. The insulin pump was returned with a protruded/loose drive support disk.